Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an error code for a low leak - co2 rebreathing risk. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed an error code for a "low leak - co2 rebreathing risk". During troubleshooting, the rse reviewed the test set up, and had the customer add a whisper swivel in to the patient circuit at the test lung. It was reported that the device was not running without any errors, and the device passed the self test. The system meets the specification for the performed service and is returned to use.